Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal and a scratched lcd lens. A ¿medium alarm displayed: cannot start pump air in line¿ was found in event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause is a defective air detector. The air detector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a defective air in line. There was no patient involvement and no patient harm.